Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported that the customer went to the hospital because of diabetes ketoacidosis. The caller stated that the customer¿s blood glucose was over 200 mg/dl all day. She said that during the night, the customer¿s blood glucose was 500 mg/dl and the customer¿s father corrected with the insulin pump. The customer¿s blood glucose went down to 300 mg/dl but then she began to throw up and then her father took her to the emergency room (ER). She arrived at the ER on (B)(6) 2017 around 9:00 pm, with the blood glucose of 329 mg/dl. She was throwing up and had ketones. The cause of the ER visit was because of diabetes ketoacidosis. During her ER visit, the customer was treated with IV and fluids and then they connected her back to her pump. The customer was wearing her pump at the time of her ER visit. The caller declined troubleshooting for high blood glucose. She noted that the cannula was bent and believes that is what caused the high blood glucose event. The infusion set and the insulin pump are not being returned for analysis.